Event description:
On 11/29: customer reports via medwatch 3500a, during cardiac cath procedure on approximately (B)(6) male pt, the syringe luer lock nut failed and high pressure tubing detached. No reported injury.

Manufacturer narrative:
Root cause identified: no. Conclusions: device history record for final product was reviewed and no discrepancies related to this defect were found. Defect was not confirmed, sample received does not show any breakage. Functional eval was performed and it did not fail. During the mfg of this part number, quality department performs a pressure test with 1300psi and samples passed this test. This pressure applied at 1300psi is greater than the 75-1200psi pressure used by the customer. Corrective actions: no corrective action applied.